Event description:
It was reported that high capture threshold was observed. The patient experienced phrenic nerve stimulation. Prior to the procedure, programming changes were made. The lead was capped and replaced on (B)(6) 2017. The patient was well before, during, and after the procedure with no known complications.